Event description:
The complainant reported the patient was on impella cp support and after the implant, the impella began alarming, low purge pressure. Purge cassette was changed, d 10 substituted as purge fluid, and console was switched in an effort to alleviate alarm. Upon further inspection, once the field was cleared, it was discovered that the purge side arm at the red impella plug was leaking profusely. Decision was quickly made to remove pump and replace with new device. This complaint was created to document the automated impella controller (aic) exchange. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.